Event description:
It was reported that the clip could not be fired properly during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly as it fell out of the jaws. The second clip was also unable to load properly. The sample was disassembled , and no further damages were found. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip misfire" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clips were unable to load properly into the jaws. The device was found to have broken internal ratchet ears which prevented the clips from loading properly. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800731. Investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that the clip could not be fired properly during usage on the patient.